Event description:
The patient reported that they used the suspect device to check their blood glucose and patient could not remember the result obtained. Patient thought the reading may have been 70 or 71 mg/dl. Patient took their normal insulin and then became dizzy and passed out. Emt's took patient to the hospital where patient was treated with an IV and admitted. Patient said their glucose was 116 mg/dl at the hospital. Level 1 and level 2 glucose controls were used on the system and both controls were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.